Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, bw-2s3 station had a drawer failure. As per part investigation, it was determined that the received part showed signs of fluid ingress at multiple solder joints. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "medes: drawer failure" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. 1. According to work order # (B)(4), the fse reported that the full height drawer makes a clicking sound as the drawer opens then fails. The issue was resolved by replacing the position sensor. The repair was tested in the hardware test application. 2. During dchu visual inspection: p/n 151212-01: the part received showed signs of fluid ingress in several solder joints. 3. During dchu testing: p/n 151212-01: since the component received is a legacy part number that is not supported by the available test equipment. 4. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: functional testing could not be completed. Results remain inconclusive because the component received is a legacy part number that is not supported by the available test equipment. As a result, the unit cannot be functionally tested.